Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal on (B)(6)2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder ("autoimmune disorder type of disorder: unknown but indicated in blood sample,") and cerebrovascular accident ("blood or heart disorder type: stroke,") in a female patient who had essure (batch no. 12441794, 740653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and fibromyalgia. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), mood altered ("hormonal changes describe: mood"), vaginal haemorrhage ("abnormal (vaginal) bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cerebrovascular accident (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, autoimmune disorder, migraine, headache, bladder disorder, urinary tract disorder, cerebrovascular accident, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, bladder disorder, cerebrovascular accident, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most , if not all symptoms decreases. Current weight 215 lbs. Discrepancy of date(s) of removal: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Ultrasound scan vagina - on an unknown date: tubal bilateral occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events:hormonal changes describe: mood, hysterectomy (full), abnormal (vaginal,menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: unknown but indicated in blood sample, bladder or urinary problems or changes, migraines /headaches, blood or heart disorder type: stroke, nausea, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), , fatigue, weight gain/ loss specify which one: weight gain, hair loss were added. Concomitant disease, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), cerebrovascular accident ("blood or heart disorder type: stroke,"), systemic lupus erythematosus ("autoimmune disorder type of disorder: unknown but indicated in blood sample,") and neoplasm malignant ("cancer") in an adult female patient who had essure (batch no. 12441794, 740653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, obesity, deep vein thrombosis, asthma bronchial, antiphospholipid antibodies positive, unilateral leg pain, depressive disorder, dvt and sleep apnea. On (B)(6) 2017: gynecological ultrasound report: indication: us pelvis complete non ob. Fibroids, sub mucosal [025.0], menorrhagia with regular cycle [n92.0] iron deficiency anemia due to chronic blood loss. Uterus: abnormal, anteverted. Size: longitudinal 1 03 mm. Anterior- posterior 75 mm. Transverse 85 mm. Volume: 343.8 ml. Myometrium: diffusely mottled myometrial echo pattern with irregular endo/myo interface. Findings are suggestive of adenomyosis. Fibroids: fibroid 1: size: 62 mm x 60 mm x 61 mm. Position: right lateral. Fibroid 2: size: 28 mm x 25 mm x 25 mm. Position: left lateral. Endometrium: difficult to define the borders of the endometrium. Endometrium thickness total: 12.0 mm. Right ovary: suboptimal. Partially visible. Right ovary size: 30 mm x 16 mm x 24 mm. Volume: 6.0 mi. Comments: not seen well due to shadowing from fibroids and overlying bowel. Left ovary: suboptimal. Partially visible. Left ovary size: 28 mm x 25 mm x 25 mm. Volume: 9.2 ml. Comments: not seen well due to shadowing from fibroids and overlying bowel. Bladder I kidneys: bladder. Not property filled. Cui de sac I pouch of douglas: free fluid visible. Overall impression: anteverted uterus with mottled appearance, suggestive of adenomyosis. Fibroids measured as mentioned above. Bilateral ovaries not seen well due to shadowing from fibroid and 3overlying bowel. Echogenic foci seen bilaterally in uterine fundus, possible essure. Free fluid within peds. No adnexal masses seen on todays exam. Concurrent conditions included morbid obesity, fibromyalgia, nipple exudate bloody, menometrorrhagia, iron deficiency anemia secondary to blood loss (chronic), antiphospholipid syndrome, asthma, intervertebral disc degeneration, stroke, fibroids, multiple allergies, chronic back pain, muscle pain, nausea, decreased appetite, house dust allergy and anemia. Family history included hypercholesterolemia and diabetes mellitus. Concomitant products included amlodipine besilate (norvasc), budesonide, cyclobenzaprine, doxycycline, duloxetine hydrochloride (cymbalta), ergocalciferol (drisdol), ferrous sulfate, fluocinonide, fluticasone propionate;salmeterol xinafoate (advair), gabapentin, hydrochlorothiazide, hydrocodone, ipratropium bromide;salbutamol sulfate (albuterol sulfate;ipratropium bromide), lidocaine, lisinopril, loratadine (claritin), oxycodone, prednisone, salbutamol (albuterol), salbutamol sulfate (proair hfa), sulfamethoxazole;trimethoprim (bactrim), tramadol hydrochloride (ultram) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), mood altered ("hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal (vaginal) bleeding"), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), alopecia ("hair loss"), mental disorder ("psychological or psychiatric problem") and vaginal discharge ("vaginal discharge") and was found to have neoplasm malignant (seriousness criterion medically significant), weight increased ("weight gain"), neoplasm ("tumor") and teratoma ("teratoma").on an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with acetylsalicylic acid (baby aspirin), ibuprofen, iron, pregabalin (lyrica) and surgery (essure removal on (B)(6) 2017, robotic assisted laparoscopic hysterectomy with bilateral salpingecto). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, cerebrovascular accident, systemic lupus erythematosus, neoplasm malignant, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, migraine, headache, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, mental disorder, vaginal discharge, neoplasm and teratoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cerebrovascular accident, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, mood altered, nausea, neoplasm, neoplasm malignant, pelvic pain, systemic lupus erythematosus, teratoma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most , if not all symptoms decreases. Current weight 215 lbs discrepancy of date(s) of removal: (B)(6) 2013. There was 1 coil leading out of the ostia. Attention was then turned to the patient's left tubal ostia, which was seen very easily and the ,essure coil was introduced into the tubal ostia without problems or complications and also released in the same manner with 3 leading coils. Discrepancy noted as per pfs: expiration date: -05-2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Pathology test - on (B)(6) 2017: pathologic diagnosis: flag: uterus, cervix, bilateral fallopian tubes and essure coil, hysterectomy with bilateral salpingectomy, excision: - benign uterine leiomyomata. Lab acl - secretory phase endometrium, negative for atypical hyperplasia or neoplasia. - benign serosal cysts, favor mesothelial origin. - mild chronic cervicitis. - unremarkable bilateral fallopian tubes with para tubal cysts. Clinical information: menorrhagia with irregular cycle; intramural leiomyoma of uterus; uterine endometriosis.. Ultrasound breast - on (B)(6) 2012: conclusion: no abnormality seen in the left breast. Clinical follow-up is planned. Two solid nodules in the right breast that correspond to the mammographic nodular densities. These are likely fibro adenomas, but either ultrasound-guided biopsy of them or short-term sonographic follow-up is recommended. Ultrasound-guided biopsy of 2 nodules in the right breast. These are consistent with benign fibro adenomas.. Ultrasound scan vagina - on an unknown date: results: tubal bilateral occlusion. Lot number: 740653 manufacture date: 2010-05 expiry date: 2013-05. Lot number: 12441794 manufacture date: 2013-03 expiry date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs received- new events psychological or psychiatric problem, vaginal discharge, tumor, teratoma, cancer were added. Pt of autoimmune disorder updated to systemic lupus erythematosus.concomitant and treatment drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder ("autoimmune disorder type of disorder: unknown but indicated in blood sample,") and cerebrovascular accident ("blood or heart disorder type: stroke,") in a female patient who had essure (batch no. 12441794, 740653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and fibromyalgia. On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), mood altered ("hormonal changes describe: mood"), vaginal haemorrhage ("abnormal (vaginal) bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches,"), bladder disorder ("bladder or urinary problems or changes"), dysuria ("bladder or urinary problems or changes"), cerebrovascular accident (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, autoimmune disorder, migraine, headache, bladder disorder, dysuria, cerebrovascular accident, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, bladder disorder, cerebrovascular accident, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most , if not all symptoms decreases. Current weight 215 lbs discrepancy of date(s) of removal: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Ultrasound scan vagina - on an unknown date: tubal bilateral occlusion lot number: 740653 manufacture date: 2010-05 expiry date: 2013-05 lot number: 12441794 manufacture date: 2013-03 expiry date: 2010-06 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.